Event description:
It was reported that during a colon resection the white pad of the device peeled off and disintegrated while in use. Device only activated with tissue within the jaws. The procedure was completed successfully. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: could you please confirm if the white tissue pad completely detached, or just charred and part of the white tissue pad remains attached to the instruments? Completely disintegrated was the description. Do you have photos of the devices? No. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.